Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to remove the catheter from the patient. The balloon was burst by a needle, and the catheter was removed. Additional information was received via email on 4 april 2019 from the international business center representative, that the needle was inserted through the catheter to burst the balloon.

Event description:
It was reported that it was difficult to remove the catheter from the patient. The balloon was burst by a needle, and the catheter was removed. Additional information was received via email on (B)(6)2019 from the international business center representative, that the needle was inserted through the catheter to burst the balloon.

Manufacturer narrative:
The reported event is inconclusive due to poor sample conditions. Several tests could not be carried out to determine the root cause of the problem. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1.precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]"